Event description:
Caller states a pt received result of 69 mg/dl on the sensor system, and result of 53 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in foreign country. This medwatch report is for the suspect device used in the sensor system (lot number and exp date unk).